Manufacturer narrative:
Other relevant device: product ID: v amc4444c200tu, serial/lot #: (B)(4), ubd: 23-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient for the endovascular treatment of a 57mm thoracic aortic aneurysm. It was reported 3 days post the index procedure an unknown endoleak was identified on follow up CT. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.